Event description:
A facility representative on behalf of the facility reported that scratch noticed upon implantation. There was no harm to the patient. The procedure was completed on the same day. Lens was left implanted. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).